Event description:
It was reported that the customer experienced an occlusion alarm. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections. A replacement pump was sent to resolve the issue.